Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had experienced a blood glucose (bg) level of 50 mg/dl. Reportedly, the basal rate setting required adjustment. The customer adjusted the basal rate per the healthcare provider's instruction. Additionally, it was reported that the pump reset unexpectedly. The customer's bg level was 250 mg/dl. During troubleshooting with tandem technical support, the customer was able to reload the same cartridge onto the pump and resume insulin delivery.